Event description:
It was further reported the lesion was >50% stenosed with mild calcification in a non tortuous vessel. The balloon was removed intact.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The patient was undergoing a fistulagram in their arm. The 7.0 x 40 mustang balloon catheter ruptured during an unknown inflation attempt, prior to rated burst pressure. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).